Manufacturer narrative:
Based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no images were provided for evaluation. Therefore, the reported failure could not be reproduced and the investigation will be closed with inconclusive result. Potential factors that could have led or contributed to the reported failure have been evaluated. Therefore, previous investigations of similar complaints have been reviewed. The alleged failure may be related to accessories used or insufficient flushing. Rough handling may be a contributing factor as this may lead to damage and subsequent friction increase or to incorrect fixation of the safety clip. Based on the information available and as no sample was returned, a definite root cause for the reported issue could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "visually inspect the bard lifestar biliary stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "if the safety clip has been removed or becomes inadvertently detached from the grip, do not use the device." Furthermore, the reported application represents an off-label use of the device. Based on the IFU the device is indicated for the treatment of biliary strictures resulting from malignant neoplasms. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any patient details.

Event description:
It was reported that during stenting of the subclavian vein, the biliary stent began to prematurely deploy while the safety clip of the delivery system was still in place. The delivery system was retracted entirely without issue and another stent was used to complete the procedure successfully. There was no reported patient injury.